Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The 70% stenosed lesion being treated was located in the moderately calcified, mildly tortuous right coronary artery (rca). The physician attempted to place the 3.00x16mm taxus liberte drug eluting stent, but was unable to cross the lesion. It was decided to remove the stent in order to dilate with a new balloon. When the stent was to be cleaned, after removing the system from the guide catheter, it was observed that only the balloon was left. The radiologic view showed a non dilated stent at the proximal third of the right coronary artery. A new guide was advanced and a new stent was impacted in the area, compacting the previous stent against the superior wall of the right coronary artery. No patient complications were reported. Patient status reported as "well".

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause is unknown. Product unavailable for analysis